Event description:
It was reported the pt experienced pain/discomfort at the ipg site after an unrelated surgical procedure in 2013. As a result, the pt discontinued recharging her ipg. Subsequently, the pt underwent surgical intervention where the ipg was removed and replaced. The pt reported effective therapy postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.